Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03631. Related manufacturer reference number: 3006705815-2021-03632. It was reported the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted. Additional surgery took place on (B)(6) 2021 wherein both leads were explanted and replaced due to unknown reason and a new ipg was implanted.